Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records provided were limited to the patient's implant tracking log and implant op report only. While medical records were provided, the majority of the records were illegible and a valid lot number could not be confirmed. Without a valid lot number a review of the manufacturing records could not be conducted. The attorney's legal claim alleges the patient experienced pain, non-specific urinary and bowel problems, infection, prolapse and bleeding. In regards to the allegation of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2000 - the patient was diagnosed with vaginal vault prolapse and adhesions. The patient underwent a sacrocolpopexy with implant of a bard flat mesh, lysis of adhesions and halban culdoplasty. The attorney's legal claim alleges the patient experienced pain, infection, urinary/bowel problems, bleeding and prolapse.